Manufacturer narrative:
Lumenis investigated the reported event contacting the foreign user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure. However only patient photos were provided by the facility. An examination of the subject device by a lumenis technical expert concluded that upon arrival the technical expert found the xc handpiece to be delivering approx. 5% higher energy than the manufacturer specifications. Following performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. A review of lightsheer desire product risk file shows this is an anticipated risk (# 1.1.3.1 in risk file (B)(4)) which has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. A review of lightsheer desire device labeling (B)(4) states the following: warning - do not attempt to manually calibrate or otherwise adjust the output of the laser. Such action may cause exposure to hazardous optical radiation and electrical voltage, result in damage to the instrument, and void the warranty. Only trained and authorized lightsheer desire technicians should perform maintenance and service. No treatment settings were provided therefore a clinical review of settings cannot be performed at this time. A lumenis healthcare professional evaluated provided photo and concluded: "in regards to the adverse event related information, solely the patient picture was received. It remains unknown how long after the incident the picture was taken and how the situation evolved to date. No treatment data was provided, nor information related to the patient such as skin type, medical history, information on patch testing, etc... At examination of the picture, a few spots turned to a first degree burn and one to a second degree burn (presence of a minor blister in healing phase). The patient sustained a minor injury which did not require any medical intervention and in the worst scenario, some transient pigmentation change may occur for an indefinite period of time." Based on the information provided, a root cause cannot be determined at this time, it is uncertain if the malfunction would likely lead to serious injury should it recur, the company is reporting the event in an abundance of caution. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A foreign user facility reported that one (1) patient sustained a burn of unknown severity to bikini area following treatment with a lumenis lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
Additional narrative/correction - 21-aug-2019 additional narrative: according to lightsheer desire operator's manual um-1003394 rev d, p. 55: "warning - the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage." Based on lumenis technical expert's evaluation and based on the above, it is assumed that the cause of the burns described in this complaint is incorrect calibration by the user. Following this event, lumenis technical expert advised the user how to ensure correct calibration of the hand piece. Therefore, no additional corrective actions are required. Based on the assumption that the root cause of the event is incorrect calibration by the user, lumenis has determined this event to be solely the result of user error with no other performance issues, and there has been no device-related death or serious injury; thus this event has been determined to be non-reportable per MDR decision tree. Correction: lumenis is correcting b1 in this MDR to indicate product problem/malfunction only.